Event description:
On (B)(6) 2024, the doctor implanted this ICD, and the intraoperative test parameters were normal. After the device was placed, the high voltage impedance was greater than 150 ohms. The atrial lead and the right ventricular lead were unscrewed and connected to the psa. The test of the high voltage impedance was still greater than 150 ohms. The doctor decided to continue using the chronic rv lead. This device remains implanted.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified. The available data were inspected. The inspection revealed an increased shock impedance of >150 ohm. Based on the data available for analysis the root cause was not determinable. Therefore, the integrity of the lead cannot be assured. Should additional information or the devices itself become available, this investigation will be updated.